Event description:
It was reported that during device preparation and prior to use in the anatomy, the promus stent dislodged from the balloon. The device was not used. There was no patient involvement. A second device was used in the procedure. Though requested, no additional information was provided.

Event description:
Return device analysis confirmed stent dislodgement. Additionally, a tear was found in the balloon during functional testing. Subsequent information received from the site maintains that the correct device was returned and that the device was not used in the anatomy. It was reported that although there was no report of a leak during device preparation, this account does perform negative preparation after the stent is positioned in the artery. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep; removed. Evaluation summary: an analysis of the returned promus stent delivery system confirmed the reported device issue of stent dislodgement. Subsequent information received stated there was no leak noted, however, a negative was pulled during prep inside the body, which is consistent with the blood found in the inflation lumen. It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) instructs the user during preparation of the device to pull a negative. An additional note states that while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. Therefore, the IFU deviation in this case appears to have directly caused or contributed to the reported stent dislodgment. Functional testing revealed fluid leaked out a hole in the balloon at the distal end. Scanning electron microscopy (sem) concluded that the balloon failure may be attributed to mechanical damage to the outer diameter (od) surface. In this case, a conclusive cause of the mechanical damage to the balloon cannot be determined. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified, and there is no evidence to suggest that the device issue is related to the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.